Manufacturer narrative:
On 05/31/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were discovered. The complaint was not confirmed. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent a breast primary augmentation with saline mentor smooth round moderate profile 350cc breast implants and experienced deflation on the right breast implant after implantation. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile saline breast implants. The patient¿s condition after surgery was stable.

Manufacturer narrative:
On 04/17/2018, it was reported to mentor that the device history record ( DHR) of lot number 5912930 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/24/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).